Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Lot history was reviewed and no anomalies were noted. Additional contact information: the massachusetts department of public health alert.network@mass.gov.

Event description:
The incident was reported by the massachusetts department of public health. The event involved regarding a primary set piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch that there were small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.